Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they ran multiple impedance test but since they were not in the or there wasn't much they could do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a magnetic resonance imaging (MRI) procedure, impedance readings showed differences of about 50 ohms. One reading indicated "clear" for MRI, while another indicated "avoid." Due to these impedance readings, it was recommended to cancel the MRI scan. The caller was no longer at the MRI facility or with the patient. Information regarding therapy adjustments when impedances are in close range was reviewed. No patient complications have been reported as a result of this event. The manufacturer representative provided additional information reporting that the cause of the impedance issue remains unknown. The issue was not resolved.